Event description:
During preparing the module for a case, it was found that the tip of the screwdriver was broken.

Manufacturer narrative:
The investigation of the returned blade revealed that the blade broke off at the tip region. Furthermore, the fractured surface of the blade shows appearance of a forced ductile rupture resulting from very high torsional and bending forces. Additionally, pressure marks were visible at the slot area pointing towards occurrence of high bending forces. Based on the investigation, the root cause can be attributed to a user related issue. Indications for any material, manufacturing or design related issues were not identified during the investigation.